Event description:
Pins snapped off of skytron table adapter. Doctor was holding patients' head when device broke. Skytron customer service reported that this problem had occurred before and stated the pins should be machined not stamped. No alert was ever sent users of the device.